Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was unknown. The customer stated that the pump started to ramp on its own. The product was returned for analysis.